Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600165 investigation did not show issues related to complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip was not completely closed, it was removed and replaced it with a new one. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). The customer returned one unit of product 543965 auto endo5 ml for investigation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the top jaw is broken. The jaw is bent too far towards the bottom jaw and the channel is visible through the bottom of the top jaw. No other defects or anomalies were observed. Reference files (B)(4). A functional inspection was performed by attempting to engage the trigger of the device. Upon engagement, no ratchet sound was audible indicating that the internal ratchet ears are damaged. No clips are left in the device. The IFU for this product, 220002400, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use, otherwise, patient injury may occur. After clip loading, always confirm that the clip remains in the applier jaws. Do not attempt to close the jaws on a vessel or anatomic structure without a clip properly loaded into the jaws." A corrective action is not required at this time as other remarks: potential cause could not be determined. The complaint of the clip not closing completely could not be confirmed based upon the sample received. The device was received with damaged jaws and no clips remaining in the cartridge to be tested. In addition, the internal ratchet ears were damaged which is indicative of a product that has been mishandled. It is unknown how the device was handled during use or at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip loading and closure at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of the clips not closing could not be determined based upon the information provided and the condition of the sample received. No further action will be taken.

Event description:
The clip was not completely closed, it was removed and replaced it with a new one. The patient's condition was reported as unknown.